Event description:
Same case as MFR# 3005099803-2008-03581. It was reported that during a ureteroscopy laser lithotripsy procedure, the basket would not re-open. The stone was located in an unspecified ureter. The basket zero tip knot 2.4mmx 4mm stone retrieval basket was advanced to the ureter and was able to capture the stone, however, prior to re-inserting the device, the "wire on the basket looked crimped or bent". Another of the same device was advanced and successfully removed a stone, however, prior to re-insertion, it was noted that the handle "was not working" and the physician could not re-open the basket. A third of the same basket was obtained, however, the device became stuck in the endoscope upon advancement and "the physician cut the wire near the handle to remove it from the scope". The procedure was completed using an unspecified device. No patient injuries or complications were reported. The patient's status is reported as "fine".